Event description:
We received an allegation about discrepant results for 2 patients' samples tested with online tdm acetaminophen gen. 2 assay on a cobas c 503 analytical unit. Patient 1: initial result: 0 mg/l (accompanied by a data flag). Repeat result: 94 mg/l. Patient 2: initial result: 0 mg/l (accompanied by a data flag). Repeat result: 11 mg/l. The customer noticed that the initial results were zero in value, and therefore, performed a new calibration and repeated the samples for patient 1 and patient 2.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.